Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 28 sep 2023 rather than 4 oct 2023.

Manufacturer narrative:
The reported field event of charge time issue was not reproduced in lab. The charge timeout event observed in the field was due to the device delivering many consecutive hv therapies in a short period of time. The event of premature battery depletion was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, cap maintenance, and patient notifier were tested on the bench. No anomaly was detected. A device history record (DHR) review was performed and was found complete.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted.

Event description:
Related MFR report number: 2017865-2023-36799. It was reported that a patient presented with noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. After the procedure, the longevity of the implantable cardioverter defibrillator (ICD) was at 1.8 years and at the next follow-up the ICD triggered elective replacement indicator (eri). Premature battery depletion is alleged. It was also noted that there was slow charging time on the ICD. No changes or intervention was performed. The patient condition was stable.